Event description:
Facility alleges clotting during dialysis. Rn reports dialyzer rinsed and primed with 3000 units heparin and recirculated for one hour. Clotting occurred first hour of treatment. Ebl < 50-60 mls.